Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/24/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026 it was reported to dexcom by email that the patient was hospitalized, but no further information was available regarding the event. Attempts to contact the patient for more information were unsuccessful. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.